Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "color chip failure" error message. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Device evaluation in progress, but not yet concluded.